Event description:
Additional information received from the healthcare professional (hcp) reported that the surgeon confirmed that even though the validation test of the electrode check showed green ticks indicating passing, the stimulation of the nerve did not lead to an emg response at any time during the thyroidectomy procedure. Monitoring was inoperable from the start of the procedure. The nim was switched off and on, stimulation changed from channel stim1 1 to stim 2, and the tube was not moved nor changed to resolve the issue. The system still did not function. The surgery was completed without the use of nerve monitoring. The hcp confirmed that a nerve was cut during the procedure, which the surgeon believed would result to a permanent injury.

Manufacturer narrative:
Code 4114 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had non functional laryngeal monitoring since the beginning of surgery. The signal was "not reproductible" and the detection of nerve did not work. There was no specific alarm. The patient had recurrent nerve paralysis.